Manufacturer narrative:
Comp rep evaluated the unit. Corrections included replacement of the unit's spo2 connector. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the v series monitor, which may have affected spo2 monitoring. No pt injury was reported.